Event description:
Patient was implanted with lcp one-third tubular plate and screw construct on (B)(6) 2013. Reportedly the plate broke post-operatively approximately 6 weeks after implantation. Patient was returned to the or for removal of hardware on an unspecified date. No additional information was provided. This report is for an unknown screw. This is 2 of 2 reports for complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The plate ((B)(4)) is among a series of synthes small fragment locking compression plates (lcp)and are intended for fixation of fractures, osteotomies and nonunions of the radius among other applications involving small fragments (technique guide j3908-j). The received plate is broken centrally through the 4th of 6 holes. The break is homogenous and provides for good material conformity. Also, 6 stainless steel cortex screws were also received and are all intact. Insufficient reduction, suitable strength plate and/or patient compliance is likely to have been a factor in the breakage of the plate based on review of supplied x-rays. It is likely that the application/method of use and/ or patient compliance has resulted in this complaint rather than a design deficiency. The device is determined to be suitable for its intended use.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown screw, quantity 1. Six screws were received of four different lengths; 12, 14, 18 and 20mm long. All of the screws are in good condition. Due to an unknown cause, the plate that the screws were mounted into broke. The material of the screws was confirmed to be within specification as well as the length, major thread diameter and diameter of the head. The instrument conformed to dimensional specifications at the time of manufacturing. Manufacturing records could not be reviewed without a lot number. Placeholder.